Event description:
It was reported the patient's right hip was revised. The patient reported she had fallen while skiing. The ceramic head was deemed to be broken. The surgical plan was to revise the femoral head. However, intra-operatively, the surgeon noted damage to the trunnion and the liner (surgeon reported he believes the head was likely broken prior to the patient's fall despite the patient denying any problems prior to the fall), so the stem, head, and liner were revised to a secur-fit stem, ceramic head, and poly liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.